Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: according to the available information, there were no negative consequences for the patient. No deviations could be found by visual examination. The investigation was carried out by the q-coordinator of the production plant. According to the statement, no production related errors were found on both of the returned devices. Also several signs of wear and tear were found at the distal end of the trocars. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to the specification valid at the time of production. Two similar incidents from the same clinic network have been filed with products from this batch. Based on the information available as well as a result of an investigation the root cause of the failure is most probably related to user error. The worn distal ends of the 12mm trocars in combination with the room for maneuvers of the 5mm instrument most likely caused the damage. The effect will increase when a lateral force impacts additionally on the instrument during moving in the trocar.

Event description:
Country of complaint: (B)(6). It was reported that after the first surgery the insulation of the 5 mm instrument was shaved off by the 12 mm trocar. After the surgery, the staff tested the trocar with a storz instrument and it was determined that the outer insulation was shaved off.